Event description:
The customer's mother reported via phone call that she had two insulin pumps, one of which experienced a keypad anomaly. She stated that this insulin pump had ramping and scrolling numbers without input by the user. She also reported that the second insulin pump had a battery cap that could not be removed. She attempted to remove the battery cap but was unable to do so with a quarter. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan if the battery was low. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and striped cap battery coin slot.